Event description:
It was reported that an s/5 pm multi I/o adaptor module appeared to be burned from the inside out with melting of the external enclosure. It was not reported if the unit was in use at the time. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The s/5 device has been repaired and returned to service. The burned module is being returned for evaluation.